Manufacturer narrative:
Refer to the following fields for corrected information: d4 (model #, catalog #, lot #, serial #, UDI). The d1, d2, and d4 fields have been updated to provide corrected information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed investigations. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The instrument passed an electrical continuity test and an energy delivery test. A visual inspection found no thermal damage on the instrument or the in-house cannula. The monopolar curved scissors (mcs) instrument involved with this complaint was also returned for evaluation. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument¿s jaws opened and closed properly. Upon visual inspection, there was no physical damage found at the instrument¿s wrist and there were no signs of thermal damage. The instrument was noted to be fully functional. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: at the end of a da vinci-assisted sacrocolpopexy procedure, the patient was found to have "charred" tissue around two incision port sites. The surgeon excised the "charred" tissue. However, the root cause of the alleged operative complication is still unknown. The fbf and mcs instruments used during the surgical procedure were returned to isi, evaluated, and no issues were found.

Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complications cannot be determined. A follow-up MDR will be submitted if additional information is received. The site provided the csr with photo images of both incision port sites. However, the photo images were taken after the "charred" tissue was excised. The photo images show 2 individual port site incisions with slight reddening around the borders. On (B)(4) 2019, an isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. According to the fse, the site provided all the instruments and accessories used for the case. They also provided the covidien force triad generator which was used for the surgical procedure. The generator was set at ¿40/40¿ during the case. The fse had the site¿s biomed department perform an electrical safety test on the component and it reportedly passed. All connectors and cables between the bovie, vision side cart (vsc), and the instruments were inspected. All connectors and cables were secure with no signs of damage. The patient side cart (psc) also passed an electrical safety test. The power cord and patient side manipulators (psms) were inspected. The system was tested with the instruments and energy was applied. The grounding pad was reportedly applied correctly to the patient. The fse tested the da vinci surgical system and verified that the system was ready for use. The fse also recommended for the site to return the instruments to isi for evaluation and to swap the bovie and cables. As of the date of this report, isi has not received the instruments for evaluation. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: at the end of a da vinci-assisted sacrocolpopexy procedure, the patient was found to have "charred" tissue around two incision port sites. The surgeon excised the "charred" tissue. However, the root cause of the alleged operative complication is unknown.

Event description:
It was initially reported that at the completion of a da vinci-assisted sacrocolpopexy procedure, the surgical staff allegedly noticed port site burns where the arm #1 and arm #2 cannulas were installed. On (B)(4) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the case which was not recorded on video. There were no reports of any issues with a da vinci system, instrument, or accessory during the surgical procedure. There were no reports of arcing of electrical energy. The site was using a covidien force triad generator. The csr was unsure of what settings the surgeon used but she mentioned that typically the generator is set to "30-30" settings. The site inspected the cannulas after the case and did not find any issues. The monopolar curved scissors (mcs) instrument and fenestrated bipolar forceps (fbf) instrument used in the affected ports were sent back to the site's reprocessing department according to a circulator (nurse). One port site allegedly had "charred" tissue that was black and appeared to be a ring around the incision. The other alleged burn appeared to also have "charred" tissue that was "crescent-shaped" around the port site. The surgical procedure was completed robotically and no post-operative complications have been reported.